Event description:
--

Manufacturer narrative:
Upon return to our post market quality assurance laboratory the complete lead was returned. The helix was retracted and dried blood was noted in the helix mechanism. The lead passed all testing and was electrically continuous. The helix mechanism failed to extend most likely due to dried blood in the helix mechanism. Laboratory analysis concluded there was nothing visually wrong with the lead that would have caused a dislodgment.

Event description:
Boston scientific received information that at the follow up it was noted that this right ventricular lead had dislodged and the pacing thresholds had increased. This lead was replaced with a competitor lead. The lead will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.